Manufacturer narrative:
The device was evaluated by arjo and no malfunction was found which might lead to the patient fall. During the interview with the customer, it was stated that the left leg clip that wasn¿t fully hooked to the spreader bar. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The facility staff indicated that the event occurred during the repositioning of the patient in the wheelchair. This proves that the sling was attached to the spreader bar before the transfer. Following the facility staff statement, no manipulation of the sling or the patient in the sling was done that could affect the tension of the sling and lead to further detachment of the clip. According to the procedures provided in the instruction for use of the maxi twin (04.kt.00): "warning to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting installation" to sum up, following the information gathered the exact cause of the patient's fall out of the sling could not be determined. There was no sling and lift issue found during the inspection. The arjo lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use .

Event description:
The arjo representative was notified about an event regarding maxi twin passive floor lift and arjo sling (model number maa2000m). During the transfer from a wheelchair to a bed when a patient was lifted and rotated perpendicular to the bed, the leg clip of the sling detached. As a consequence of the event the patient fell out from the device and sustained superficial contusions. The device was evaluated by arjo and no malfunction was found which might lead to the patient fall.